Manufacturer narrative:
Covidien technical service engineer (tse) recommended swapping upper and lower displays to isolate the problem. The customer switched the upper and lower displays, and the reported problem stayed on the upper display. The customer then replaced the graphical user interface (gui) printed circuit board (pcb) as recommended. The customer is currently waiting to update the backlight inverter pcb, and the covidien customer support engineer (cse) is expected to update the software once the backlight inverter pcb is installed by the customer. (B)(4).

Event description:
Covidien received information from a customer stating that an 840 ventilator top graphical user interface (gui) display was unreadable. The ventilator was not in use on a patient. The reported malfunction was discovered during regular preventive maintenance.